Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/7/2017 - phone, 2/14/2017 - voicemail, 2/20/2017 - email. A ge healthcare service representative performed a checkout of the equipment. The adjustable pressure limit valve and exhalation valve were replaced.

Event description:
The hospital reported that, during a case, no flow was noted in bag mode and high pressure was noted in mechanical ventilation mode. There was no reported patient injury.